Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (2 grams per five days, route not reported), injection fortum (1 gram, every day, once daily (od), route not reported), injection amikacin (100 milligrams (mg), od, route not reported) and injection heparin (dose, frequency and route not reported). The outcome of the peritonitis even was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.